Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from this patient that post implant of this bioprosthetic valve (event date unknown), the valve failed and the patient had to be resuscitated. This valve was replaced (date unknown). No reasons for the replacement were provided and no specific failure mechanism of the valve was reported. The patient refused to give any further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.